Event description:
It was reported that shaver runs hot to the touch. No case involved.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no physical damage was observed. The mdu failed functional testing with a hand piece overload error when the power cord was bent. The power cord assembly grew warm during testing due to a failure of the internal wiring. The motor and hall board passed functional testing. The complaint was confirmed and the root cause was determined to be a failure of the power cord. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.